Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. Dissection surgical task was being performed when the ha instrument was broken. The instrument was used more than 10 minutes prior to the issue. The surgeon believed that the cause of the breakage was due to instrument quality issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instrument or tool. The instrument was not removed at any time during the procedure. There was no resistance upon removal of the instrument through the cannula. No cannula damage and no other damage to the instrument after the event occurred. There was no additional surgical procedure required to remove the fragment. No post-operative test was performed after the procedure. There was no injury to the patient. The patient did not return to the hospital for any post-surgical complication.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke roughly at 0.21¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure was typically attributed to the mishandling or misuse. A procedure log review was performed to confirm that the hysterectomy procedure was performed on (B)(6) 2022 via system (B)(4). An instrument log review confirmed the harmonic ace instrument was last used on (B)(6) 2022 with 0 uses remaining. An image was submitted and reviewed by a regulatory post market surveillance (rpms) analyst. Review of the provided image is consistent with the alleged complaint of a broken instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the instrument damage could result in a fragment fall inside the patient and was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument's curved blade was broken. The ha instrument was replaced. The procedure was completed with no reported injury. The customer also confirmed that the fragment was completely removed and no fragment remains in the patient. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.